Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. It was stated that there was no significant event leading to the keypad issues. It was also stated that the time on the clock did not advance when monitored for one minute. It was indicated that the customer was advised to change the battery and observe the time for three minutes. Time still did not advance. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.